Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was to report they had a lumbar stimulator in 2010 but it broke when they fell down the steps, and then took four years to get their doctor to remove the implanted devices; patient said the devices were explanted from their thoracic spine in 2015, but the patient device data on file shows an explant date in 2016. Patient said they were hesitant to get another spinal cord stimulator because they are at risk for falls (which broke the first ins, and a prior interstim implant as well), but they were in so much pain and they thought this might be the last chance to find relief. Patient asked about compatibility between their current interstim implant and prospective spinal cord stimulation systems; their neurosurgeon also wanted them to find out if they paddles had been a part of their previous ins devices; agent reviewed information, including all model components from prior ins unit. Patient discussed medical history: the pain cripples them, prevents them from walking, si joints have been fused (has a big 'knot' on one), and had about 15 ablations. Agent called patient back to clarify event date of their ins breaking, but the best the patient could recall was that the fall "probably" took place in 2012.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.